Event description:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), which is included in the shortened replacement window product advisory population, declared elective replacement indicator (eri) after approximately 56 months of implant. A healthcare professional asked if the device was exhibiting battery behavior consistent with this advisory. The device is currently exhibiting a battery monitoring voltage of 2.48 v and a charge time of 11.8 seconds, with explant pending. No adverse patient effects have been reported as a result of this observation.

Manufacturer narrative:
Subsequently, this device was explanted and returned for analysis. Upon receipt at boston scientific's post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The battery status was eri, with a battery voltage of 2.36 v. An engineering level longevity prediction calculation was used to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. Battery consumption was compared to actual clinical usage and a normal current condition was verified. Next, a series of diagnostic tests were conducted to verify the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction and functionally passing all returned product testing, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Technical services advised that the physician may want to conservatively replace the device within one month of eri declaration. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated.